Manufacturer narrative:
(B)(4). Batch # l5224x. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was being performed? Right lobectomy. The lot (l91u53) and batch (l53p56) numbers provided indicate an ec45a device. Can you please confirm the correct device and cartridges for the reported complaint? The correct information of the device should be: lot l4ee68 and batch l5224x. Was there any other issue noted with the tr45w staple line other than bleeding/errhysis (malformed staples, incomplete staple line, etc.)? Not reported. How much blood was lost (ml)? Unk. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure; the staples were deployed on one side of the cut line after the device fired with the blue reload. Used new cartridge to complete the procedure. Anastomosis errhysis was found after the device fired with white reload. Used hand sewing to complete the procedure. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l5224x. The analysis results found that the 6tb45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.